Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event: event date is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-05429. It was reported the patient is not receiving effective therapy due to high impedances. It was noted the patient had a fall. Surgical intervention may be pending to address the issue. Note: it is not known which lead has high impedances so both are being reported.